Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Second lead information is identical to the first lead.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. An x-ray was obtained and confirmed migration of both leads. An impedance check was performed, disconnected electrodes were identified on one lead. A revision procedure was completed to resolve the issue and restore therapy.

Manufacturer narrative:
Additional information: section d - expiration date, unique identifier, device available for evaluation, date returned to manufacturer. Section g ¿ date received by manufacturer, type of report, if follow-up, follow-up# section h ¿ if follow-up, what type, device manufacture date and evaluation codes. Two (2) leads and two (2) anchors were returned to saluda for analysis. The first anchor was returned attached to the lead, passed functional testing. The cause of this lead migration cannot be definitively determined. During analysis of the second anchor, the anchor did not clamp completely using the torque wrench. The set screw of the anchor was noted to be cross threaded which was preventing complete closure of the anchor clamping mechanism. The set screw was backed out and reseated, the torque wrench was able to fully engage the clamp. The anchor failed retention testing, the clamp mechanism may have been affected by the prior cross-threading contributing to the reported lead migration. The cause of the cross-threaded set screw cannot be definitively determined, however it likely was implanted in the same cross-threaded state it was returned in. Both leads passed functional testing. Review of patient¿s event logs dated 11 november 2024 confirmed the disconnected electrodes; review of patient¿s event logs dated 16 december 2024 showed that the previously noted disconnected electrodes had shifted downwards. The combination of leads passing functional testing and the shift of disconnected electrodes observed during log review indicate that the reported impedance issue may have been physiological in nature, potentially facilitated by lead migration. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result¿. The manufacturing records were reviewed, and the product met all requirements for release.

Manufacturer narrative:
Additional information: section d: explantation date. Section h: if follow-up, what type.